Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, a user experienced a blood glucose value of 66 mg/dl following placement of a new infusion site. The user treated the hypoglycemia with oral glucose tablets. Later, the user observed basal insulin delivery without correction boluses while glucose readings were in the 170 mg/dl range. The user was counseled that the system targets a glucose range of 70¿180 mg/dl and would not deliver correction boluses while values were within the target range. The user was advised to allow the system to continue operating as intended. Symptoms included hypoglycemia. The outcome involved self-treatment with oral glucose and continued monitoring, without escalation of care or hospitalization. Investigation activities included customer care troubleshooting and education regarding system behavior and glucose targets. The investigation revealed no device alarms or malfunctions were reported, and system behavior was consistent with intended basal-only delivery while glucose values were within range. Recovery from the low glucose event was achieved following oral glucose intake. Based on previously established findings for similar reports, the cause of the event was determined to be unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.